Event description:
The bipap a40 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected there was no evidence of foam degradation visualized in the device. During the evaluation, no foam particles were observed, however there was an e-086 error code discovered indicating failure of the outlet pressure sensor, which is a ventilator inoperative issue. The device's the printed circuit board assembly needed to be replaced. No repair was completed because the device has been scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039. Additional findings not related to the malfunction/issue: the accessory port cover was noted to be missing.